Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based on review of the available information, the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Off-axis loading when the user applies a bending moment to the device during pin driving/pulling. No information provided in the following section(s): a2, a3, a4, a5, b6, b7, the following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
When re-setting trays in spd after surgery I always check the instruments to make sure they are clean and functioning as expected. When checking the truliant tibia pin puller I noticed that one of the prongs was broken off. The broken pin puller will be sent back to exacetch. Found in spd when cleaning up/resetting trays after surgery. Additional information received from rep: I am unsure what patient or case this happened from as there was multiple knees that day and spd does not categorize washed pans by when each case was. I will check post op x-rays. The prong was not seen with the instruments on spd. It wasn¿t found.